Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt was brought to operating room with possible infected hip. Implants were removed and an antibiotic spacer put in place."